Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was performing planned/non-emergency treatment, which was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. Upon troubleshooting, fse found that the power supply did not start along with the equipment and, when entering with a delay, the geometry was rendered useless. Fse found issue with power supply. To resolve the issue, fse replaced the 24-volt power supply in the flexarm arc, located at the top of the arc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.